Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete patient information was requested and the customer has not responded.

Event description:
The customer reported that the ventilator was on the patient when the screen went blank and then the vent turned off. The customer reported there was no patient harm.

Manufacturer narrative:
Date: (B)(6) 2015. Date: (B)(6) 2016. Conclusion / root cause: the gas delivery system assembly was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).